Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer. Product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that a single bolus of 375 ug at 24 minutes was programmed by mistake as it should have been 24 hours, not 24 minutes. The hcp in charge at the time of the programming error was reported. The hcp was inquiring what the clinician programmer stop gaps/safety measures there were when programming boluses to not make a mistake like this in the future. No further complications were reported.